Event description:
Device malfunction: partial deployment. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure, the xceed stent was being loaded onto the guide wire, when the stent prematurely partially deployed, outside of the patient anatomy. The device was removed and a second xceed was successfully used to complete the procedure. No resistance was reported. There were no adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.